Manufacturer narrative:
The associated devices were not returned but the stated failure was confirmed through pictures that were provided. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.

Event description:
Revision surgery was reported due to dislocation.

Manufacturer narrative:
.